Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that troubleshooting was performed and the quality control (qc) level 3 was out of range. The customer performed a carbon dioxide (co2) method comparison, for troubleshooting purposes, on the dimension vista 1500 (serial number (B)(4)) and an alternate dimension instrument. The samples that ran on (B)(4) produced lower results and the customer moved c02 testing to their alternate instrument. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer performed an inspection of the instrument and noted the failing qc and calibration on server 3. The engineer replaced the reagent probe (r5) mixer, printer circuit assemblies (pca), drain, air knife, solenoids, pumps r5 pump panel motors, aliquot probe and aliquot drain. The probe cleaner pump was inspected and serviced. The alignment procedure was performed on the reagent probe (r5) and a quick check test performed with no issues. The engineer ran the service method test (r5omix) and failed. Additional service was performed and the engineer noted that blood urea nitrogen (bun), albumin (alb), magnesium (mg), and gamma-glutamyl transferase (ggt) were also failing qc. The customer confirmed that there were no additional discordant patient results for co2, bun, alb, mg, and ggt. The engineer replaced the controller area network (can) board, sample (s3) mixer, and verified the alignment. Service methods tests were repeated and the results were acceptable. The customer returned the methods to server 3 on (B)(4) and, a calibration was performed and acceptable. Siemens reviewed the event and service performed on (B)(4) and the cause for a falsely depressed co2 result is unknown. The customer has reported no other issues post service visit. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained one discordant, falsely depressed, carbon dioxide (co2) result on a dimension vista 1500 instrument. The discordant result was reported and questioned by the physician(s). The same sample was used for repeat testing on an alternate dimension instrument. The repeat result was higher and a corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the discordant co2 result.